Event description:
As reported through the compassion s3 post approval clinical study, this patient had conduit intervention using a 22mm x 4cm cp covered stent, 22mm atlas balloon and placement of a 23mm sapien 3 valve in pulmonic position. Post implant intracardiac echocardiogram and angiography demonstrated significant (moderate) pulmonary insufficiency; thus, post dilation was performed during the index procedure with a low-pressure high compliance 23mm tyshak balloon. On repeat pressure measurement, there was a 6-mmhg gradient from the rv pressure of 38/8 mmhg to the mpa of 32/18 mean 24 mmhg. Lntracardiac echocardiography demonstrated that the valve functioned well, yet with moderate regurgitation. The source of the regurgitation could not be clearly delineated, if it originated from the valve itself (which appeared to have appropriate coaptation), peri-valvular (yet there appeared to be good apposition between the sapien 3 and the cp stent), or a combination of the two. There was a gradient of less than 1.5 m/s across the valve. Post measurements and exams noted that the post dilation did not alleviate the valvular and/or peri-valvular insufficiency. The patient denied any chest pain, shortness of breath, lightheadedness, palpitations, or syncope and was able to climb stairs without shortness of breath. There was no mention of a plan for intervention.

Manufacturer narrative:
Updated section b5 based on medical records received. A supplemental MDR is being submitted to correct the reportability of the event previously reported by edwards lifesciences under manufacturer report # 2015691-2025-03468. Additional information received from medical records indicates the post-dilation of the subject device occurred during the index procedure, rather than on the first postoperative day. Post-dilation during the initial transcatheter valve replacement is considered procedural and is not an intervention to treat. Based on this finding, this event is no longer considered to be FDA reportable.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through the compassion s3 post approval study clinical study, this case involved a patient with a right ventricular-pulmonary artery (rv-pa) conduit, which was stented with a 23mm sapien 3 valve in the pulmonary position. On the first postoperative day, the obstruction was significantly reduced, but mild to moderate valve regurgitation was observed, for reasons that were unclear. The sapien 3 valve was post-dilated to improve valve leaflet function, but this had no effect. A transthoracic echocardiogram showed lower rv-pa conduit gradients compared to pre-procedure levels, with mild to moderate regurgitation present.